Manufacturer narrative:
Analysis: no devices were returned to the manufacturer as they were disposed of during the code. The spnc rep was not present at this case so therefore was unable to collect the devices. Lot history review on the 16f sls revealed no issues or nonconformances related to the reported event. Lot history review was unable to be performed on the lld#2 due to an unknown serial#. Patient's outcome: patient expired. Manufacturer dates for all devices: 500-013/(B) (4): 04december2009. 518-019/unknown: unknown.

Event description:
Indication for procedure: acute infection post re-implantation. Procedure: this was a left-sided procedure performed in the ep lab utilizing both an atrial line and fluoroscopy. The pacer lead placed the month prior was removed without difficulty. Md easily tracked over the rv lead, through the clavicular region with a 16f sls. The patient had extensive fibrosis attached to this lead, but md was able to progress to the svc coil without major difficulty. Patient's blood pressure was stable @ 91/62 throughout the procedure. As the md passed through the svc atrial junction into the atrium, the patient's blood pressure decreased to 80/56. Md stopped progression immediately, gave the patient fluids and contacted the CT surgeon who arrived within 3 minutes of the page. A sternotomy was performed by the CT surgeon while the md remained in the same position careful not to move the laser catheter. The surgeon noted the patient had a 2-3cm tear at the svc atrial junction as well as a svc tear higher up. Patient went into v-fib during the svc repair, was unable to be placed on bypass due to the location of his injury.